Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated an upstream occlusion alarm during patient infusion of levophed 70mcg. The patient's blood pressure decreased to 60 systolic by the time the registered nurse was able to respond to the alarm. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing an upstream occlusion alarm was not reproduced. A review of the event history log revealed a few non consistent occurrences of the 'upstream occlusion' messages for customer-reported allegation of "mart pump was alarming upstream occlusion". The alarms in the log were likely a result of normal pump operation. However, the log cannot be used to confirm the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation observed and found that the pump passed all the required testing and found no damage to the pump door ,hooks or ultrasonic sensor, and the pump passed the upstream occlusion testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. The device will pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.